Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion was pre-dilated with a maverick 2.5x15mm balloon. The physician attempted to place a taxus express2 3.0x12mm drug eluting stent to the highly calcified, extremely tortuous mid right coronary artery (rca), but was unable to cross the lesion. Upon removal of the stent delivery system, the stent stripped off of the balloon in the proximal rca. A 1.5mm balloon was then advanced into the undeployed taxus stent and dilated. A 2.5mmm balloon was then used to expand the stent sufficiently. The procedure was completed by placing bare metal stents, unk types and sizes, to the area of interest. No patient complications occurred. Patient status post procedure is noted as fine.